Event description:
The complainant reported a (B)(6) male had impella 5.5 inserted for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient was confused, got up, tripped and fell causing the 5.5 pump to get pulled out of the left ventricle (lv) and disconnected. The pump did not turn on.

Manufacturer narrative:
Neither the product nor the data logs were sent. After reviewing the clinical information, it was determined that the cause of the pump stop was likely an open line due to tensile stress on the impella stemming from the patient's fall, which generated enough force to disconnect the patient cable from the (B)(6).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Event description:
Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.